Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience respiratory issues, blood pressure changes and be diagnosed with asthma. The patient saw a physician to receive medical intervention the patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-64782. This report was submitted as a duplicate report of the previously submitted report.